Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for high superior vena cava (svc) coil and high rv coil defib impedance. It was discovered the patient is deceased and died of an unrelated cause. The current status of the rv lead is unknown.